Event description:
The customer reported that the battery is drained. There is no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.